Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducial markers were placed transperineally and the procedure was done under general anesthesia. Magnetic resonance imaging (MRI) was performed after a gel placement, the gel was misplaced into the rectal wall towards the apex of the prostate in the area of the rectal hump. There were no patient complications reported as a result of this event. The patient's current condition was reported to be fine and the patient will receive external beam radiation therapy.